Event description:
Procedure type: colon resection. According to the reporter: the device fired and stapled, but would not cut, so it was very difficult to remove from the pt. This resulted in a bowel injury requiring repair.

Manufacturer narrative:
(B)(4).